Event description:
The customer stated that she was hospitalized due to high blood glucose levels, and has been getting the no delivery alarm. The reported blood glucose was 372 mg/dl. The customer stated that she had a urinary tract infection that may have contributed to her elevated blood glucose. Troubleshooting was performed, and the insulin pump continued to alarm no delivery. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.